Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/9/2015 - medical records received. After review of the medical records for MDR reportability, the cement is now being added for the grossly loose stem. Pain was also indicated in the revision operative note. The medical records also indicate there was a previous non-healing fracture of the upper femur that was cabled, the date and cause of the fracture is unknown at this time. The complaint was updated on: 10/7/2015

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A complaint database search on the provided smartset ghv gentamicin 40g (product code 545035500, lot number 2980992) found additional reports. A previous DHR review ((B)(4)) did not reveal any related manufacturing deviations or anomalies. A worldwide complaint database search found no other related incident(s) against the remaining product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 2/29/2016 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 15, 2016.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions based on the lack of the product to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the bolt failed and fractured. Update: (B)(6) 2011 - received sticker pages from the legal department, which includes product code and lot information. Update: (B)(6) 2011 - revision operative report received and states disassociation between the femoral component and the femoral stem, as well as the bolt connecting the two had broken; the femoral component was grossly loose and with such disassociated from the femoral stem. Femoral stem and femoral component added to complaint.